Event description:
It was reported that the autopulse platform displayed a "system error" message upon power up. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/30/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the motor cover, head restraint brackets and restraint pin assembly were damaged. In addition, the battery partition cover was noticed to be missing. The physical damages found during visual inspection are not related to the reported complaint of a "system error" message. The damages appear to have been caused by normal wear and tear (autopulse manufactured in august of 2004). A review of the platform's archive data was performed and shows that no sessions occurred on the reported event date of (B)(6) 2014. However, the archive shows that a system error code 136 (internal parameter corrupted) occurred on (B)(6) 2014. Functional testing could not be performed due to the observed "system error" message. It was found that the processor board was at fault. Based on the initial investigation, the parts identified for replacement were the processor board, motor cover, head restraint brackets, restraint pin assembly and the battery partition cover. In summary, the reported complaint of a "system error" message was confirmed based on the archive review and upon functional testing. The fault was found to be due to the processor board. The physical damages found during visual inspection are unrelated to the reported complaint.